Event description:
Reportedly, the setscrew was backed out too far during the implantation procedure and they could not get it back in. Therefore, the device was not implanted.

Manufacturer narrative:
The setscrew came out of the header during the implantation procedure. The analysis on this device is pending.